Manufacturer narrative:
Servicing of this laser is anticipated.

Event description:
It was reported that during a procedure, the laser system displayed errors indicative of a system malfunction. The errors could not be cleared. The system was no longer able to be utilized, and the procedure was converted to turp (alternative surgical procedure). There was no report of a pt injury; however the manufacturer is filing this as surgical intervention due to the pt having to undergo an alternative procedure as a result of the system malfunction.